Event description:
Olympus was informed that during an unspecified procedure, when the user was irrigating, the water stream was strong and damaged the patient's tissue. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. During the evaluation debris was found in the auxiliary water channel of the device. However, during testing the water flow was found within device standards. The device was serviced and returned to the user facility.